Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The surgeon used one repair stitch to correct the torn suture. No other pt complications were reported.